Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed. The reported problem (connector will not stay latched) was confirmed. Upon investigation the trunk cable latches were both broken and the electrode belt was unable to latch securely to a monitor. The electrode belt's ECG acquisition and pulse delivery circuitry was fully functional. The root cause of the broken latches was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's electrode belt connector would not stay latched to a monitor.